Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the left ventricular lead was placed in the vein, but then the guidewire became stuck in the lead. The lead and guidewire were not used and another lead was implanted. No patient complications have been reported as a result of this event.